Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer has also experienced highs as well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported that the act button on their pump is not responding. The insulin pump will be returned for analysis.